Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during pocket closure and after the implant procedure, noise was observed from this implantable cardioverter defibrillator (ICD) on the right ventricular (rv) channel. The noise was noted at a frequency of approximately three to four per second, which suggest air bubbles coming out of the header. The noise was visible after the implant procedure but it was not visible on the next day. Technical services recommended further evaluation of the implant x-rays, along with physical maneuvers and manipulations. It was planned to closely monitor the patient. The ICD system remains in service and no adverse patient effects were reported. Additional information provided indicates the implant x-rays were reviewed and there was only noise noted with no oversensing. The noise was only observed on the first day after the implant procedure and is not present anymore. The ICD system remains in service and there were no adverse patient effects.